Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the products in question. The hospital reported that the event took place a few weeks ago; however, they do not have the exact date of the incident.

Manufacturer narrative:
The devices are not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. The hospital provided two different lot numbers for this case. Although they were unable to indicate which corresponds to this incident, a lot history record review was completed for the reported product lot numbers. There was no nonconformance recorded in the lot history. (B)(4).